Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were showing oversensing of noise and oversensing issues. It was also reported that pacing was inhibited. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.